Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water, and is no longer responsive. Reportedly, the screen would not illuminate. Contact declined further troubleshooting with tandem technical support. Customer's blood glucose level was 162 mg/dl.